Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the lead was not implanted due to a kinking of the wire during slitting of the inner catheter. A new lead was implanted successfully. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.